Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and the buttons would not respond to clear the alarm. Customer stated that the insulin pump is cracked and it was possibly exposed to moisture. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan.